Manufacturer narrative:
The reported event was confirmed by the qa technician through functional evaluation and visual inspection. The cable was damaged/worn. The cable is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that during product inspection and testing at the user facility the tps cable - europe triggered the handpiece to run without activation. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during product inspection and testing at the user facility, the tps cable - europe triggered the handpiece to run without activation. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.